Event description:
It was reported the rv lead was replaced due to a fracture and insulation degradation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached depression; full lead analyzed.

Event description:
It was reported the rv lead was replaced due to a fracture and insulation degradation. No patient complications were reported as a result of this event.